Manufacturer narrative:
(B)(4). Although requested, the devices or device logs have not been received. A follow up report will be submitted with investigation results should the devices or logs be received for eval.

Event description:
Customer reported a medication was to infuse over 18 hours; however, the user programmed the device to infuse in 3 hours. There was no pt harm or medical intervention. No add'l pt or event details were provided by the customer.